Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. DHR review revealed no issues observed related to the reported failure. It is very unlikely that manufacturing process contributed to the reported event. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspect the entire surface of the scope for dents, protrusions, or other irregularities. Feel the entire shaft with fingers, checking for irregularities. Do not use if damage is found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with blurred image. Dents were found on the objective window. Optical fiber was damaged. Device was placed for repair. Based on evaluation findings, the reported failure root cause likely attributed to users handling issue and or maintenance.

Event description:
It was reported that the device was found with blurred image, dark scope edges. The issue occurred during device receipt inspection. No patient involvement on this report. No user injury reported.